Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Device evaluated by manufacturer? Not returned to the manufacturer.

Event description:
It was reported that the patient's left knee was revised due to a loose tibia and possible poly lysis. The patient's tibial baseplate and insert were revised. The poly is allegedly available for return as the surgeon would like analysis results of it. The rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding wear involving triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 20-jan-2020. This inspection indicated that the returned device was examined with the aid of a stereomicroscope at magnifications up to 50x. The locking wire was not returned. Damage was observed on the distal and anterior surfaces of the insert which is consistent with the explantation process. Backside impressions on the distal surface of insert are consistent with contact against a tibial base plate. Damage was observed on the articulating surface and posterior side of the post which is consistent with contact against the femoral component. The damage present on the articulating surface is consistent with burnishing, scratching, and third body indentations; these are common damage modes of uhmwpe. Yellow discoloration, consistent with absorption of synovial fluid, was also observed on the insert. A material analysis has been performed. The report concluded: the damage on the articulating surface of the insert was consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration of the insert is consistent with absorption of synovial fluid. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to a loose tibia and possible poly lysis. The patient's tibial baseplate and insert were revised. The poly is allegedly available for return as the surgeon would like analysis results of it. The rep confirmed that no further information will be released by the hospital or surgeon.